Manufacturer narrative:
The reported field event of static shock was not confirmed in the laboratory. The unit was run through a safety analyzer and hypot tester, and then disassembled for visual inspection and no anomalies were found. The telemetry wand and power cord were tested and functioned properly. Visual inspection of the touch screen and lcd cover revealed scratches as well as small cracks on the top and bottom housing. Analysis revealed no potential causes for suspect fault condition.

Event description:
It was reported that the programmer was broken. The physician stated feeling a static shock/ tingling sensation from the programmer while interrogating a device.